Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia and seizure. The patient's blood glucose levels declined to 22 mg/dl while wearing the pod between 24 and 36 hours in the arm. The patient was treated with glucose. The patient was released the following day. The pod was removed at the hospital.